Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced failed battery test, damage and low blood glucose readings. The customer's blood glucose value was 44 mg/dl and customer treated with food. The customer also had reading of 311 mg/dl and treated with the pump. The customer stated that the area around the battery compartment thread started to crack and they can see the o-rings. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The product was not returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored for several days and no unexpected failed battery test alarm anomalies noted. The insulin pump had minor scratched lcd window, cracked belt clip slot, broken battery tube threads, cracked reservoir tube lip and missing the end cap sticker.